Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. A visual examination of the spyscope ds device found that a spybite device was inside the working channel of the spyscope when received. Functionally, it did initialize and display a live blurry image and the working channel sleeve partially obstructed the view. The quality of the live image improved after the lens was cleaned and the working channel sleeve was moved out of the lens view. The catheter demonstrated signs of buckling at the distal end and steering wires were visible at the proximal end of the distal cap. The working channel sleeve extended from the distal cap when received; it was pinched flat on the distal end. The distal tip would articulate without issue. The distal tip was not loose. The proximal end of the distal cap was aligned to the cap weld. A spybite device was passed freely through the working channel there was difficulty passing through the pinched end of the protruding working channel sleeve. The distal end of the exposed working channel sleeve was tugged; it was not detached from the catheter. There was evidence that heat was applied on the outside of the catheter during manufacturing assembly. Part of the distal end of the catheter was removed to examine the working channel. Further evaluation found that there is evidence of adhesion of the working channel sleeve to the inside of the catheter. There is no indication the device was not properly assembled during manufacturing. The complaint was not consistent with the reported event that there was loss of image. However, it was found that the working channel sleeve extended from the distal cap when received. Based on all gathered information the investigation fails to determine a definite root cause. There is an investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, after the guidewire was removed, the spybite was then inserted through the spyscope ds, and it was noticed that the image disappeared. Due to the image disappearance, they pulled everything out. Reportedly, there was no visible damage noted with the device. The procedure was completed with a second spyscope digital access and delivery catheter with the same spybite. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; working channel sleeve protrusion.